Manufacturer narrative:
The reported issue was resolved by using a spare bs ECG cable. Technical services confirmed that a replacement bs ECG cable was provided to the customer. The suspected bs ECG cable was requested for investigation by the manufacturer; however, the biosense webster representative confirmed that the cable has been disposed of by the hospital staff. The system is operational. The history of customer complaints reported during the last year and associated with carto 3 system # (B)(6) was reviewed. No similar additional complaint was found. A manufacturing record evaluation was performed for the carto3 system s/n: (B)(6), and no internal actions related to the reported complaint condition were identified. Explanation of codes: investigation findings: electrical problem identified (c02) / investigation conclusions: cause traced to component failure (d02) / component code: cable, electrical (g02004) were selected as related to the customer¿s reported signal loss issue. The method code of device discarded (b18) refers to the bs ECG cable that was requested to be returned for investigation by the manufacturer. However, the cable had been discarded by the hospital staff. E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib)- persistent ablation procedure. Initially, it was indicated that during the operation, there was no electrocardiogram (ECG) signals on carto and recording system. Changing the cable solved the issue. There was no patient consequence reported. With the initial information available, this event was assessed as non MDR reportable. However, on 25-jun-2025, additional information was received which indicated that the physician did not have any intact ECG signal available to monitor patient heart rhythm. As such, the event was re-assessed as MDR reportable with an awareness date of 25-jun-2025. The additional information also indicated that the signal loss was observed on body surface channel only. During the signal loss, the affected catheter was not inside the patient¿s body.